Manufacturer narrative:
The referenced system controller log file was submitted with regards to the event reported under medwatch MFR report #2916596-2017-03348. The serial number of the device was not provided. Therefore, the information was not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during review of the patient¿s system controller log file two separate no external power alarms were observed while the lvad was on mobile power unit (mpu) support. The lvad speed remained above the low speed limit during the events.

Manufacturer narrative:
Section d4: additional information. Device evaluation: evaluation of the submitted log files confirmed two no external power alarms while the patient was supported by the mobile power unit (mpu); however, a specific cause for these findings and a direct correlation to the patient¿s mpu could not be conclusively established. The submitted log file contained data from 26nov2017 through 04dec2017. No atypical alarms were captured from the beginning of the file until (B)(6) 2017 at 3:54 pm. At this time, the rsoc dropped from the expected approximately 12v down to approximately 3.6v, activating the no external power alarm. At 4:20pm, the rsoc also dropped from approximately 12v down to approximately 3.6v, activating another no external power alarm. These two no external power alarms appeared to be caused by a loss of ac power while the controller was connected to the mpu. The system operated on the system controller backup battery during these events. Multiple requests for the mpu serial number, along with further additional information, were issued to the customer with no further information provided. The mobile power unit was not returned for analysis and remains in use. The heartmate ii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.